Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 12, with no prior notable events leading to it. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the malfunctioning pump, instructing the customer to use multiple daily injections (mdi) as backup insulin therapy. The customer was guided on how to put the pump into storage mode and advised to return the faulty pump to tandem within 10 days using a pre-paid label to avoid charges. Additionally, the customer was informed to program their settings and connect their continuous glucose monitor (cgm) to the replacement pump, which was sent to them without requiring a signature for delivery.